Event description:
It was reported that sterile endophthalmitis was experienced after using administering medication with the bd blunt fill needle. The following was received by the initial reporter: a complaint has been reported by roche affiliate from us market for product vabysmo vial 6mg/0.05ml the complainer reported that the patient had ¿sterile endophthalmitis¿ from the product.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 1301733. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.